Event description:
It was reported that the "product specialist was on site conducting training. It was noted that the battery life indicator orange light was intermittent. When the ac power source was removed to demonstrate a blue alert, the whole system shut down with a high pitch noise." This occurred during training. There was no patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. According to the service report from the distributor hugo, the battery was not holding the charge. As a result, the battery was replaced. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of battery issue is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. During the service of the pump, the distributor's technician found battery would not hold the charge. As a result, the battery was replaced. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the "product specialist was on site conducting training. It was noted that the battery life indicator orange light was intermittent. When the ac power source was removed to demonstrate a blue alert, the whole system shut down with a high pitch noise." This occurred during training. There was no patient involvement.